Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of stent first flange premature deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted to treat a pancreatic cyst during a drainage procedure performed on (B)(6) 2024. During the procedure, an erbe 200d generator was used and the generator settings were according to the product instructions; however, the current was stronger than it should, and the catheter tip was burned. Subsequently, the stent's first flange was released without control, and the stent was subsequently removed partially deployed on the delivery system. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent first flange premature deployment. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed with the deployment hub in position 0. Functional inspection related to the deployment of the stent was performed. The catheter was unlocked by sliding the catheter lock to the right and the catheter control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was then moved down to the second and fourth position. The stent was able to be deployed without any problems noted. Visual inspection found no problems on the tip. Electrical inspection was also performed related to the continuity between the rf connector and the distal rf electrode and no problems were noted. Additionally, the device was connected to the erbe and bubbles were observed in the saline solution confirming that the tip was working properly. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of tip damaged/defective because no problems were noted on the tip. Additionally, the reported events of stent first flange premature deployment and cautery excessive current could not be confirmed because these happened during the procedure and would not be possible to be replicated in the laboratory of analysis. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted to treat a pancreatic cyst during a drainage procedure performed on (B)(6) 2024. During the procedure, an erbe 200d generator was used and the generator settings were according to the product instructions; however, the current was stronger than it should, and the catheter tip was burned. Subsequently, the stent's first flange was released without control, and the stent was subsequently removed partially deployed on the delivery system. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.